Event description:
Boston scientific received information that the patient with this rv lead presented to the hospital following syncopal episodes. Review of stored device memory revealed episodes of oversensing that resulted in pacing inhibition, undersensing and occasional conducted beats with some fusion. Additionally, rv threshold measurements were noted to have increased, r-wave measurements had decreased and telemetry noise was observed on all channels. The patient had lost weight and the device was noted to have migrated in the pocket, however, no evidence of lead movement or twisting was observed. The device was reprogrammed to vvi at a fixed output. No additional adverse patient effects were reported. This product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.